Event description:
It was reported that the patient experienced ineffective therapy following an external pressure placed on the lead site. Impedance check revealed high impedances on all contacts of the leads. As such, surgical intervention took place on (B)(6) 2026 wherein it was noted that the leads had pulled out of the ipg header. As such, the leads were reconnected into the ipg header addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.